Event description:
It was reported that the patient presented to the clinic for an evaluation after receiving a vibration alert. Upon interrogation, the alert noted ¿the device in backup vvi mode¿. The cause was due to a glitch between the merlin at home monitor and the device. A device restoration was performed and reprogrammed to previous programmed settings. There were no adverse health consequences, the patient was stable.